Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials, dob & weight not provided by reporter. Unknown - the surgeon believes that the screws were broken about 6 months after the initial surgery. Additional product code: hwc. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the initial surgery for radial head fracture was held on (B)(6) 2015 to implant a lcp radial head rim plate. After the surgery, the breakage of the reported screws were found (the specific date is unknown). Thus, the revision was performed and the screws were removed on (B)(6) 2016. The removal surgery established that three ti locking screws in the articular surface of the patient's elbow were broken from the heads. Since fusion of the fracture was almost completed, bone transplantation and the insertion of hcs (headless compression screw) 2.4 were performed to augment the fractured part. The surgeon commented that it was found in the initial surgery that the medial side of neck of the radial head was partially missing. The missing area was reduced with the plate, and the rehabilitation was conducted after the union of the fractured part. The surgeon believes that the screws were broken about 6 months after the initial surgery because the excess load to support the articular surface had been applied on the reported screws due to the defect of the medial neck. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Hospital contact number: (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed as the screws were received with the heads sheared off from the screw shaft. Whether this complaint can be replicated is not applicable as the screws are already broken. The relevant screw drawing was reviewed during this evaluation. The screw was made from titanium alloy tan (titanium aluminum niobium) which is an acceptable material for an implantable device of this type. The design is adequate for its intended use and most likely did not contribute to this complaint. Unable to determine a definitive root cause. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.